Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. This is a combined initial and final report.

Event description:
The explanted device was received at hq for investigation. The user was re-implanted on (B)(6) 2021.